Manufacturer narrative:
(B)(4)

Event description:
It was reported "the suture was found tangled in the swg upon opening the kit. Checking the swg, it was bent at 30cm from the tip. Therefore, a new kit was used". No patient harm or injury. The issue was found prior to use.

Manufacturer narrative:
Qn#(B)(4) the report that the guide wire was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the suture was found tangled in the swg upon opening the kit. Checking the swg, it was bent at 30cm from the tip. Therefore, a new kit was used". No patient harm or injury. The issue was found prior to use.